Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/ displaced essure device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, sleep apnea syndrome, photophobia, panic disorder, multigravida (2) and multiparous (2). Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included abdominal discomfort, coagulation disorder, vomiting, schizoaffective disorder, antithrombin iii deficiency, obesity, acid reflux (oesophageal), antithrombin iii deficiency, post-traumatic stress disorder, insomnia, menorrhagia and pelvic discomfort. Concomitant products included fluphenazine. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), allergy to metals ("nickel sensitivity / nickel allergy"), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea.") And dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, allergy to metals, genital haemorrhage, autoimmune disorder, migraine, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and perforation to be related to essure. The reporter commented: 3 coils were visible on left tubal ostia and 6 coils were visible on right tubal ostia. Discrepancy noted in insertion date (B)(6) 2017 (as per ppf) and (B)(6) 2007(as per mr). Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record: dysmenorrhea, migraine, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/ displaced essure device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, sleep apnea syndrome, photophobia, panic disorder, multigravida (2) and multiparous (2). Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included abdominal discomfort, coagulation disorder, vomiting, schizoaffective disorder, antithrombin iii deficiency, obesity, acid reflux (oesophageal), antithrombin iii deficiency, post-traumatic stress disorder, insomnia, menorrhagia and pelvic discomfort. Concomitant products included fluphenazine. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), allergy to metals ("nickel sensitivity / nickel allergy"), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea.") And dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, allergy to metals, genital haemorrhage, autoimmune disorder, migraine, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and perforation to be related to essure. The reporter commented: 3 coils were visible on left tubal ostia and 6 coils were visible on right tubal ostia. Discrepancy noted in insertion date (B)(6) 2017(as per ppf) and (B)(6) 2007(as per mr) concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, migraine, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.